Event description:
An endurant iis stent graft system was inserted in a in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the procedure, the case result was not a typical type IV endoleak, but a large amount of endoleak, which looked like a fabric tear which occurred at two locations on the main body's proximal and distal contralateral limb. The distal endoleak was resolved by additional intervention; however, the physician could not reach the proximal part with a cuff due to the ambiguous position, so the proximal limb endoleak was not resolved. It was also reported that the type IV disappeared naturally. Per the physician the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the exact type and cause of the endoleak seen at the end of the procedure could not be determined from the films provided. Several short angiogram videos and still angio¿s during implant revealed that the patient had a proximal neck diameter that measured ~20mm (flow lumen), was 30mm in length, and essentially straight in the left-right axis. The bifurcate ipsi limb on the right side was extended with another limb into the right common iliac artery, and the contra limb was placed down into the left common iliac. Contrast injection from above the suprarenal stents and within the aortic body revealed contrast blush outside the stent graft in several locations. Contrast was seen along both sides of the bifurcate (more strongly the pt right) near the level of the flow divider, as well as from just distal to the bifurcate ipsi limb and junctional overlap. After relining the right/ipsi limbs from the flow divider to ~3cm below the level of the bifurcate limb, contrast injection showed resolution of the previously seen endoleak near the dis tal junction; however, the contrast blush primarily along the right side of the flow divider (just proximal to the relined limb) had not resolved. Although a type ia/b or type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity across a single layer of fabric. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. The reported self-resolution of the endoleak also confirmed that this was a likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.